Event description:
The distributor was informed by a nurse that a neonatal death occurred. It was determined that the cause of death was cardiac tamponade secondary to right atrial erosion by the PICC catheter (the catheter was in the right atrium).